Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the customer received 12 non-sterile catheters loose in a plastic bag. Additional information has been requested but not yet received.

Event description:
It was reported that the customer received 12 non-sterile catheters loose in a plastic bag.

Manufacturer narrative:
The reported event was unconfirmed as the product met specifications. Twelve robinson catheters were returned to the customer seal in a bag with a its label inside. According to moncks quality engineering, this is the intended packaging for this product. A device history record review was not required per the investigation. Since the reported event is unrelated to labeling, a labeling review is not required.